Event description:
A customer reported that during surgery, there was a delay in aspiration when depressing the footswitch. This also occurred while using a different system. The customer later reported the issue was due to surgeon error and not a product issue.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause of the reported event is most likely related to the surgical parameters and not the system¿s performance. (B)(4).

Manufacturer narrative:
Second system serial number: (B)(4), manufacture date: 11/20/2014. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).